Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of hypoattenuated leaflet thickening (halt) and stenosis were confirmed per provided medical record. A review of the DHR, and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ''the patient presented for an elective valve-in-valve tavr due to hypoattenuated leaflet thickening (halt) with symptomatic severe stenosis''. In this case, the patient had vast comorbidities (e.g. Diabetes mellitus, hypertension, hyperlipidemia, etc.), which are factors that may increase the risk of early valve degeneration, leading to leaflet thickening and stenosis as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that during patient with a 29mm sapien 3 valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 4 years and 3 months days due to stenosis. The patient was symptomatic with shortness of breath (sob). A 29mm edwards sapien 3 ultra resilia valve was implanted successfully. The patient's final outcome was noted to be stable. Per the medical records, the patient presented for an elective valve-in-valve tavr due to hypoattenuated leaflet thickening (halt) with symptomatic severe stenosis. Echo confirmed increased gradient with concern for halt. The viv tavr was successful with improvement in gradients and the patient was discharged in stable condition. The new valve mean gradient was 19mmhg (due to a-fib rate) with trace pvl.

Event description:
Edwards received notification from a field clinical specialist that during patient with a 29mm sapien 3 valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 4 years and 3 months days due to stenosis. The patient was symptomatic with shortness of breath (sob). A 29mm edwards sapien 3 ultra resilia valve was implanted successfully. The patient's final outcome was noted to be stable.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.